Manufacturer narrative:
Date of event: (B)(6) . Date of report: 28dec2018. The manufacturers international service technician confirmed the reported 24v failure issue. An error code indicating: check vent: 24v supply failed was found in the event log. The manufacturers international service technician replaced the power supply to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/01/2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the "check vent: 24v supply failed" alarm occurred. There was no patient involvement. The event date was not specified; estimate used.